Event description:
Femostop was applied to the right groin. There was no digital readout, it was unable to be obtained. The bulb system was not reading. A new femostop was obtained. The femostop is a disposable piece of equipment. It was replaced without incident and did not impact the patient's care.